Manufacturer narrative:
(B)(4). This is a report of a system error 2240 alarm that was caused by an improper disconnect/reconnect by the patient during therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected to the device at the time of the alarm. This occurred during drain three of four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient had improperly disconnected themselves during a dwell phase of therapy and then later reconnected to the patient line during a drain phase. The technical service representative assisted the patient with ending therapy. Proper procedures were reviewed with the patient. The patient planned to complete therapy using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.